Event description:
Per the clinic, the device was electively explanted on (B)(6) 2020, due to the patient requiring treatment for a medical condition that is unrelated to the device. The patient has not been reimplanted with a new device as of this report.